Manufacturer narrative:
(B)(4)- this complaint was confirmed in the lab for broken occluder feet. Broken occluder feet prevent proper clamping of the tubing and result in an internal tubing leak. As the lot number was unknown and the sample was not available, a batch review was not performed. Root cause for this event was not determined. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4) - the device has been received; however, the evaluation is not yet completed.should additional information become available, and/or upon conclusion of baxter's investigation, a follow-up medwatch report will be submitted.

Event description:
Baxter received a report from a nurse in (B)(4) who reported the transfer set failed to lock and drained out; however, there was no patient injury or medical intervention required due to the reported problem. The nurse reported the patient was admitted to the hospital with a chest infection that was unrelated to the leaking transfer set and was later discharged.